Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the seal was losing air on the balloon on the short port on the vasoview 6 pro. A replacement device was used to complete the procedure. The hosp did not report any pt effects.